Event description:
This reported event involves 2 devices, same patient, same procedure. This is report 1 of 2. It was reported that during the preparation of the humeral canal for a reverse shoulder arthroplasty, the humeral stem trial broke off of stem trial handle and was lodged in the patient&#38112;humeral canal. The surgeon was able to retrieve the stem trail with the use of a vice grip instrument. It was reported there was no patient injury.

Manufacturer narrative:
This reported event involves 2 devices, same patient, same procedure. This is report 1 of 2. MFR report numbers: 1651501-2015-00038; 1651501-2015-00039. Integra has completed their internal investigation on 22feb2016. The investigation activities included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: the review of the manufacturing record for lot number 201274-9, cmr# for nonconformities product receipt or by the suppliers performing manufacturing operations did not identify any issues that would have caused or contributed to the complaint allegation. The review did find (B)(4) lots that were suspect in not meeting specifications for threading attributes. All other product lots satisfied the applicable manufacturing specifications. From 2013 to present, there have been a total of (B)(4)complaints about the humeral stem trial, 9mm ¿ 14mm with the failure mode of the device breaking. (B)(4). Conclusion: root cause analysis conclusion: self-loosening (clamping force instability); impact induced vibration ¿ the common cause for self-loosen due to joint strength loss and bolt overload impact-induced vibration.